Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that the pump time was incorrect, cause was unknown. Customer¿s blood glucose was 340 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.